Event description:
It was reported that an insulation breach on the atrial lead was noted upon routine pacemaker changeout. The physician used a lead repair kit to repair the lead. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.